Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume delivery test. There was no delay in therapy. There was no physical damage reported. The unit was not dropped. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal and missing pogo insulators. The event history showed that infusion was started, and dose was activated at 10 ml. The dose was completed after 33 minutes. Functional testing was unable to duplicate the problem that the device was delivering out of specification by 10-20 percent. The dso seal and replaced and the sensors were recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.